Event description:
The device was used during a pneumothorax procedure. Reportedly, the needle broke. The hospital has reported no patient injury occurred.

Manufacturer narrative:
The needle & instrument were not returned for eval. The suture reel was returned. An eval of the condition reported could not be performed.